Manufacturer narrative:
Medical device lot #: an invalid lot # of 9318757 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced foreign matter in the fluid path, and damaged plunger rod. The following information was provided by the initial reporter: in one syringe there were loose plastic particles from the plunger. This was noticed before the application.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced foreign matter in the fluid path, and damaged plunger rod. The following information was provided by the initial reporter: in one syringe there were loose plastic particles from the plunger. This was noticed before the application.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9318757 d.4. Medical device expiration date: 10/31/2024 h.4. Device manufacture date: 12/4/2019 d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 8/12/2021. H.6. Investigation: one opened package, containing a 3ml syringe, was received. The package was confirmed to be from batch #9318757 (p/n 309658). The sample was visually evaluated. The plunger rod of the syringe was observed to have two cracks in one of its fins. Potential root cause for the cracked plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.